Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was not capturing in the left ventricular (lv). Technical services (ts) was consulted and noted good threshold measurements. Ts explained trend and functionality. The device remains in service. No additional adverse patient effects were reported.